Manufacturer narrative:
The insulin pump was received stuck in motor error loop during bolus and basal delivery. No e70 alarm noted in history file. Unable to test for a35 alarm and a21 error test due to motor error alarm. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. No unexpected button error alarm noted, all buttons function properly and no moisture damage or corroded keypad traces noted. However, the insulin pump passed the displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked case at display window corner and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported initially that the insulin pump alarmed button error and when she change her infusion set and tried to fill in the new tubing it alarmed motor error. Troubleshooting was done. Customer's blood glucose was 163 mg/dl. It was found in the alarm history that insulin pump alarmed motion sensor test failure, motion position encoder error and no delivery. The customer was assisted to perform displacement test and test passed. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.